Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and noun expected off no power alarm or low battery alarm noted. The insulin pump passed the delivery accuracy test at 0.08750 inches. The insulin pump was received with broken battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 228 mg/dl at the time of hospitalization. The customer stated that the blood glucose was treated with the insulin pump. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that the battery compartment was cracked and insulin pump was chipped off. The customer's blood glucose was 194 mg/dl at the time of incident. The customer stated that the blood glucose went down to 80 mg/dl and treated with food. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.